Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided 1823106 lot code identified no other reports. The search was not possible against the remaining devices as the necessary product/lot code combinations were not provided. The investigation cannot draw any conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.